Event description:
A sales rep reported that a surgeon revised a mcp implant due to subluxation.

Manufacturer narrative:
Very little info has been received on this event. Attempts are being made to gather additional info. If additional info is received, a supplement report will be submitted as appropriate.